Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced nausea and vomiting. On an unknown date, the patient underwent pegj replacement during which a phytobezoar was detected at the distal tip of the tube by the gastroenterologist.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. (B)(4). Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.